Manufacturer narrative:
Robot 797 made humming sound during distal and posterior chamfer cuts. Was the patient under anesthesia? Yes 16-30 minutes. The issue occurred during bone prep, a number of steps need to occur prior to bone prep: incision, placing arrays, registration, case planning. For most cases the patient will be under anesthesia for at least 15 minutes prior to bone prep. There was no case delay. Device evaluation and results: per (B)(4): replaced j6 assembly. System investigation completed successfully as per service manual. All system checks and tests passed. Product history review: a review of device history records shows that on 11/15/18 1 device was inspected and 1 device was placed on: qt 18-10-0162, qt 18-10-0163. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use.

Event description:
Humming noise from arm during distal femur and posterior chamfer cuts in a tka. Case type: tka. Surgical delay: 16-30 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Humming noise from arm during distal femur and posterior chamfer cuts in a tka. Case type: tka. Surgical delay: 16-30 minutes.